Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately following implant of this transcatheter bioprosthetic aortic valve, moderate paravalvular leak (pvl) was noted. Balloon aortic valvuloplasty (bav) was performed and the pvl persisted. A second valve was implanted valve-in-valve reducing the pvl. No adverse patient effects were reported.